Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level of 584 mg/dl. Reportedly, there were air bubbles in the tubing. Customer delivered a correction bolus and tandem technical support assisted customer with priming the air bubbles out. Reportedly, customer did not perform the fill tubing step before loading cartridge, and was using cartridges and insulin beyond labeling.